Event description:
The hospital reported that during endoscopic vein harvesting procedures, ten short port btt black inflation valves popped. As a result, the balloons would not remain inflated. Replacement devices were used to complete the procedure(s). The hospital did not report any patient complications. Since it is unk the date of procedures, how many failed for each case, the surgeon(s) and physician assistants, all ten were documented on 1 case. The chief surgeon is dr (B)(6) and the chief p.a. Is (B)(6). This report is for the sixth device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).